Event description:
Country of complaint: (B)(6). Unable to close forceps jaw in the middle of the laparoscopic procedure. Due to this failure, the surgeon was not able to continue surgical maneuver. Furthermore, due to limited diameter of the laparoscopic trocar (3.5 mm), the surgeon was not able to remove the forceps with blades wide open through the trocar. For this reason, the surgeon extended the skin incision up to 12 mm to remove the forceps in question. The surgical procedure was continued using trocar of 12 mm in the extended incision.

Manufacturer narrative:
Evaluation: the jaw was bent so much, that one pin of the moveable jaw jumped out of the guiding. This can only happen by a mechanical overload situation. There are no hints for material or product failures. It was determined that the following devices were in use components of the reported incident; however, did not cause or contribute to te event reported: (B)(4)/insulated outer tube 3.5/3.5mm 290mm; p[(B)(4)/handle with ratchet for 3.5mm instr; (B)(4)/trocar sleeve 3.5/110mm smooth w/o tap; (B)(4)/trocar pin conical blunt 3.5/110mm; (B)(4)/sealing unit for 3.5mm trocars.